Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that at the moment of beginning to deploy the flow-diverter, it does not show by fluoroscopy an opening of the distal end. The angiographic result post procedure was without residual lesions. The aneurysm was located in the right ophthalmic artery. The type of treatment was the cerebral aneurysm embolization with flow diverter. The access vessel was the right femoral artery. The cause of the stent failure to open was not determined. Dual antiplatelet therapy (dapt) was administered.

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID: fg15150-0615-1s (lot: 231091954). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent failed to open at the distal end. The stent was resheathed and removed from the patient with the phenom 27 microcatheter. The products were replaced with a medtronic products to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular aneurysm with a max diameter of 2.8 mm and a 3.3 mm neck diameter. The landing zone arterial diameter was 3.1 mm distally and 4.2 mm proximally. Right femoral artery access vessel diameter was 3 mm. It was noted the patient's vessel tortuosity was normal. Medical or surgical intervention was not needed to prevent a permanent impairment of a function, the event did not lead to or extend patient hospitalization, and there was no injury as a result of the event. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, had been deployed less than 50% when it failed to open, and was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. It was reported that there was no alleged product issue with the phenom 27 microcatheter.